Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the patient experienced pain in the ribs/left side of chest. The right ventricular (rv) lead exhibited high thresholds and a decrease in sensing. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.